Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor reported a skin irritation consisting of a blister and an open sore. The patient's doctor discontinued use of the lifevest. Upon follow up the patient reported the skin irritation was healing.